Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred while the contact was changing out the cartridge. There was no impact to the customer's blood glucose level and the customer successfully reloaded the cartridge. Reportedly, the contact stated that they may have removed the cartridge prior to being prompted by the pump.